Event description:
It was reported that the stent delivery system (sds) was prepped as usual. The 3.0x18 mm xience sds was advanced to the lesion successfully. During the attempt to inflate the balloon, it was observed that the stent implant was not on the balloon. The sds was removed from the patient and a new 3.0x18 mm xience v was used successfully to complete the case. The stent implant was found located inside the protective sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. Evaluation summary: evaluation of the returned 3.0 x 18 mm xience v stent delivery system (sds) noted blood on the hub and stent implant. There was contrast in the inflation lumen and in the balloon. This is consistent with preparation and handling. It was confirmed that the dislodged stent implant was returned inside the yellow protective sheath and on the stylet. There was no damage noted to the protective sheath and the outer diameters of the stent implant were measured and met manufacturing criteria. The balloon was loosely folded, which is consistent with the reported information that the balloon had been inflated. There were crimp marks on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, there were smashed struts on the first row at the proximal end of the stent implant. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the stent was inadvertently handled during preparation, resulting in the noted stent dislodgement; however this could not be confirmed. It was reported the sds was advanced to the lesion and the balloon inflated before it was noted the stent was missing. It should be noted the instructions for use (IFU) states: prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, it does not appear that the failure to inspect the sds prior to use contributed to the stent dislodgement. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.